Event description:
Clip applier misfired and the clip became jammed in the applier. The device would not open or close following the incident.======================manufacturer response for ligamax-5 clip applier, ethicon endo-surgery======================returned to rep. Unknown as to manufacturer's response.